Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that although the angio-seal poly-foil pouch was opened carefully, when the angio-seal device was attempted to be inserted into the insertion sheath, the physician touched the bypass tube, which detached the bypass tube from the carrier tube tip. The device had been stored on a level place. The device was not used, and a competitor's device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the competitor's device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. There were no other devices or equipment used with the reported product.